Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The investigation could not determine a specific root cause. The data provided by the customer was evaluated. The calibration data, qc data, and alarm trace from the device give no indication of a root cause. It was noted the customer was not following the centrifugation instructions recommended by the tube manufacturer, which is a possible cause of this event.

Event description:
The customer received questionable results for troponin t short turn around time (tnt stat) on one patient sample. All results are in ng/ml. The initial result was 0.061, accompanied by a data flag. The sample was repeated on the same analyzer and generated a result of <0.010, accompanied by a data flag. The sample was repeated on the same analyzer a second time and generated a result of <0.010, accompanied by a data flag. The original result was reported outside of the laboratory, and then was quickly corrected with the repeat result. The patient was admitted to the hospital for observation due to several medical indicators. The patient was not admitted based on the tnt stat results. The customer indicated they were not aware of any treatment to the patient based on the tnt stat result. The patient was not harmed because of the tnt stat result. The lot of tnt stat reagent in use was 17016701, with an expiration date of 11/30/2013. The field service representative was unable to find a cause and was unable to duplicate the issue. As a preventative measure, he replaced a brush. He did performance testing, which met specifications.